Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found all light emitting diodes (leds) on the front panel were continuously glowing. Additionally, evaluation found there was no image output from digital visual interface (dvi) output. Based on the results of the investigation and inspection at the repair department, it is very likely that leds were continuously glowing due to faulty printed circuit board and there was no image output issue due to faulty distribution panel (dp) board. There was no detailed information about the failed part or how it led to the failure. Therefore, the definitive root cause of reportable malfunctions could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. Establishment name: (B)(6). (Edited in respective field due to character limitation).

Event description:
It was reported that during maintenance found the video system center had a light emitting diode blinking. There were no reports of patient harm.